Event description:
While testing a megadyne mega soft full body return electrode gel pad, it was found that the electrosurgical unit (esu) could be keyed and the hand piece energized, even though there was no connection to the pad. A normal esu works such that the patient return electrode pad must be part of the circuit. If it is not, the electrosurgical unit will alarm and the hand piece cannot be key or energized. Although our facility has been using these pads for a while, this problem never came to the attention of the clinical engineering department until now. The gel pad was tested in clinical engineering during a routine check. It was connected to an electrosurgical unit with the m2k-08 compatibility cable lot number 92907. The technician independent from the pad was holding a chicken leg to which he was applying the esu pencil. He was able to key the electrosurgical unit and burn the chicken leg. The tech or the chicken leg were not touching the pad and, therefore, were not part of the return path to the electrosurgical unit. It appears that the compatibility cable works such that it can bypass the safety feature of the electrosurgical unit. This is a potential risk factor in that the operator of the electrosurgical unit could potentially burn him or herself or even someone standing next to them. To be sure it was not just this pad, clinical engineering obtained another pad and a compatibility cable fresh from the package and tested it with the same results. As clinical engineers, we are concerned about patient safety as well as clinician safety. We wanted to report this as a potential safety issue.======================manufacturer response for patient return electrode pad, mega soft (per site reporter)======================I called megadyne and talked to the director of regulatory. I told her what we found and she said that is the way the pad is supposed to work. This pad reduces the chance for patient burns and that is the most important thing from their point of view. She explained they have all kinds of warnings included in the packaging on how to use the pad in combination with an esu. The clinical staff should be aware of this. She also said the company was willing to do more staff training if necessary.